Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, there was difficulty placing the atrial lead. The lead had high thresholds in 3 different atrial placements. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.